Manufacturer narrative:
Age at time of event: 18 years or older.   Device is a combination product.   (B)(4). Device evaluated by MFR: a synergy ous mr 2.5 x 24mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the first proximal strut was lifted and pulled in a distal direction, also a centre strut was lifted and pulled distally. It is likely the crimped stent may have encountered resistance and subsequent damage during the attempt to withdraw the device. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found several hypotube kinks along the full catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 10-nov-2016. It was reported that crossing difficulties were encountered. The target lesion was located in the severely tortuous and moderately calcified mid left circumflex artery (lcx) artery. After predilation was performed with a non-bsc balloon catheter, a 2.50 x 24 synergy¿ drug-eluting stent was advanced to treat the lesion but failed to cross. The procedure was completed with a different device and was post-dilated with a 3.00mm x 12mm nc emerge® balloon catheter which failed to cross the lesion. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.